Manufacturer narrative:
The analysis results for this event can be found in report numbers 2182208-2015-03396 and 2182208-2015-03395.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two patient analyzer cables had no signal and displayed a flat line on the atrial channel during an implant procedure. Two different analyzer cables were attempted and had no signal and displayed a flat line on the atrial and ventricular channels. It was noted that this occurred during the first use of the cables. The cables were returned. The analyzer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.